Event description:
It was reported the handpiece had an intermittent function during the early part of the case. It created bleeding that had to be cleared and unnecessary trauma to the tissue was noted due to repeated entry and withdrawal.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device operates differently than expected. The handpiece was tested in house and errors were received. The available information indicates the handpiece was not working or not working properly; unable to confirm functioning intermittently. Results - protective system failure.

Manufacturer narrative:
Customer complaint is the unit had intermittent function. The motor/cable had to be replaced, along with housing, and bearings, seals and other parts were replaced due to corrosion. The handpiece was in an extreme state of disrepair and very corroded. As part of the repair, almost every component was replaced. The unit was tested and passed all manufacturing specifications, and returned to the customer. Based on the reported information, the repair findings, and the age of the device, the "most likely" cause of the event is corrosion, which likely occurred due to anticipated use over time.